Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported from the site that no invasive interventions were done as the patient's hemoglobin (hgb) stabilized by the time the patient's international normalized ration (inr) was less than 1.7 for them to consider an esophagogastroduodenoscopy (egd/c-scope). He received a total of 2 units packed red blood cells (prbcs) during the admission. While gastrointestinal (gi) was waiting for the patient's inr to drift down to be less than 1.7 to do an invasive procedure, the patient's hgb stabilized in the mid-to-upper 8s. Gi thinks there may have been a bleed, but could not confirm. The issue was stated to not have been device or procedure related and patient was discharge on (B)(6) 2017. No additional information is available. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains with the site and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was seen in clinic on (B)(6) 2017 and following the appointment his routine lab work was where stated to be "out of whack."  It was stated that the log files from clinic were attached.  It was also stated that the patient is also listed unos status 1a for heart/kidney. Upon admission, a repeat hemoglobin (hgb) showed a drop from 8.6 to 8.0.  Patient was stable on (B)(6), but his hgb dropped again this morning to 7.0.  The team ordered 1 unit of packed red blood cells (prbcs) to be transfused and are consulting the gastrointestinal (gi) team for their recommendations.  Currently the patient remains admitted to the stepdown unit now. No additional information available.